Manufacturer narrative:
Medtronic representative, following-up at the site (B)(4) 2013, performed a navigation system check-out, all areas passed. (B)(4) 2013 the stealthstation s7 system was tested for accuracy and no issues found.

Event description:
A medtronic representative reported that, while in a spine procedure with an o-arm, the surgeon alleged a 5mm inaccuracy. The site took 3 spins and noted the same inaccuracy each time. It was noted that the instruments had been verified properly. The surgeon opted to discontinue the use of the navigation system and a c-arm was used to complete the procedure. There was no impact on patient outcome.